Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
On (B)(6) 2018, the following was received from a congress woman's office: "we have a constituent who had a trident hip replacement manufactured by stryker. He had a lot of issues with it including infection and another replacement after the infection was cleared up. He is now having trouble with pain. On (B)(6) patient indicated that the hip construct 'came apart' and an infection was sustained requiring total removal of the hip construct and being on an IV for 6-8 weeks before a new construct was implanted. Patient has expressed suffering great pain prior to revision and continues to experience pain after revision. This event is for patient report of pain after revision.